Event description:
It was reported that the loaner handpiece continued to run after the foot pedal was released. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The loaner handpiece has not yet been returned to the manufacturer for evaluation. Once received and evaluated, a follow-up report will be completed.